Event description:
It was observed that during the device evaluation, the flex video scope exhibited nozzle rusty. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: we could not specify root cause of the suggested event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by following the instructions for use which state: component analysis of the rust detected silicic acid and chlorine. We presume them as chemical. However, we could not specify cause of the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.